Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Unknown what lead has high impedance, hence, all 3 leads are reported.

Event description:
Related manufacturer reference number: 1627487-2019-08712. Related manufacturer reference number: 1627487-2019-08713. Related manufacturer reference number: 1627487-2019-08715. It was reported that the patient experienced loss of therapy. Patient¿s one of the leads was turned off. Diagnostics revealed that the lead that turned off had high impedance. X-rays indicate no lead migration. Troubleshooting was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Unknown what sn lead was fractured. Hence all 3 leads were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient¿s l2 lead was fractured. As such, surgical intervention took place on (B)(6) 2019 wherein the l2 lead was explanted and replaced with a new lead to address the issue. No intervention was taken with respect to the ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
It was inadvertently reported in report ¿follow-up number-2¿ that it is unknown what sn lead was fractured. Hence all 3 leads were reported.this report (MFR report:1627487-2019-08714) documents the l2 lead information.

Event description:
Additional information received indicates that the l2 lead was the one that was explanted and replaced.